Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for analysis but has not yet been returned to the manufacturer for analysis. The alleged product issue could not be confirmed. If the device is received at a later date, an analysis will be performed and a supplemental report will be submitted. The instructions for use state that premature separation is a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil implant used to treat a type ii endoleak detached unexpectedly during repositioning. The coil had stretched inside of the microcatheter and was removed in its entirety along with the microcatheter. Additional embolization was necessary, however, the guiding catheter used in the procedure was unable to provide sufficient back-up support to deliver coils, so the procedure was terminated at this point. There was no patient injury or intervention.

Manufacturer narrative:
The investigation of the returned coil system found the pusher returned with no implant attached. The heater coil did not show signs of activation using a detachment controller. The body coil was found to be broken with the lead wires exposed at the middle section of the pusher. The implant was not returned for evaluation. The investigation found the pusher's monofilament to experience a tensile break based on the profile of the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
It was reported that an embolization coil implant used to treat a type ii endoleak detached unexpectedly during repositioning. The coil had stretched inside of the microcatheter and was removed in its entirety along with the microcatheter. Additional embolization was necessary, however, the guiding catheter used in the procedure was unable to provide sufficient back-up support to deliver coils, so the procedure was terminated at this point. There was no patient injury or intervention.